Event description:
Aptus endoanchors were implanted in the patient for the endovascular treatment of a proximal type I endoleak from another manufacturer¿s stent graft. It was reported that the patient had a type iii separation endoleak in another manufacturer¿s stent graft. Intervention was performed to reline the limb with another manufacturer¿s stent graft limb. The patient presented emergently with a stroke and the patient received unknown treatment. The investigator was unable to determine the relatedness to the device. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Additional information received in relation to this case reported that the only medtronic devices used in the patient were 4 endoanchors. It was reported that the patient did not receive any endurant stent grafts during the procedures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received in relation to this case confirmed that the stroke has been resolved and the patient is fine. The investigator assessed the event (stroke) was not related to the device and/or endoanchor implant procedure. Additional information also reported that two (2) endurant stent grafts limbs (13x13x82 and 13x24x82) were implanted during the index procedure along with another manufacturers stent graft for the treatment of a 67mm aaa.4 endoanchors were used in this procedure prophylactically due to concern for late failure and not for treatment of an observed type ia endoleak. The aortic diameter below the lowest renal artery was 19.2mm-26mm and the proximal aortic neck angle was 40 degrees. There was localized calcification at the seal zone of 4mm thickness and 30% circumference. It was reported that during the procedure the other manufacturers main body stent graft was misdeployed more proximally than intended, leading to unintentional coverage and partial occlusion of the right renal artery. Another manufacturer covered stent was implanted to resolve this issue. It was reported that a type ii endoleak was observed at the end of the procedure due to branch flow from an ileo-lumbar vessel. It was noted that on final angiogram there was no noted procedural or device related adverse events. It was reported that, approximately 15 months post index procedure, a type iii separation endoleak and migration was observed. This was considered to be not related to the procedure, causally related to the endograft devices and possibly related to the aaa. The event resolved after an additional evar procedure. However, it was reported that 3 days post re-intervention, a type ii endoleak was observed on CT follow up. This was noted to be not related to the procedure and probably related to the device and aneurysm. The endoleak was unresolved and the patient received no treatment. No other clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.